Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: product ID: 9735764, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by a manufacturer representative (rep) that the sites system upon booting up was getting a no video signal on the screen and no camera cart communication. He had tried to power down the system and re boot with no resolution. He was able to pull off the back of the monitor cover and reseed all video cables. No patient was present. The rep then called back to technical services (ts) to do some more troubleshooting while the covers were off. We swapped out some of the cables with a navigation planning station to narrow cables out of the issue. We reseeded the solid state drive (ssd) in both slots on the computer. Computer still has power and fans are running. We checked the settings on the monitor to make sure nothing was changed. There was still no change on the main cart or camera cart. System only booted to the no video signal. Generating a computer replacement.

Manufacturer narrative:
H2) additional information: continuation of d11: serial/lot #: (B)(6). H3) the computer was returned for analysis. Analysis determined that there was a confirmed failure with the computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.